Event description:
While the doctor was advancing the catheter tip into the introducer sheath, he noticed that the catheter was not moving properly and he was not able to fully insert the catheter due to some resistance. When the doctor tried to remove the catheter it got caught on the edge of the introducer sheath and broke; a piece of the catheter stayed in. There were no patient complications were reported.

Manufacturer narrative:
The evaluation laboratory received the distal section of a swan ganz catheter broken off inside an edwards 8.5f introducer sheath. The introducer was damaged (accordion) at the tip and next to the hub. The cannula tip was inverted at the distal end, where it has been folded inside itself. The thermal filament of the catheter also appeared damaged where it exited the introducer tip. The catheter was removed by pulling it in the distal direction from the introducer sheath. The catheter had broken in half 24cm proximal of the tip, which is the location of the proximal end of the thermal filament. The thermal filament cover had been pulled distally over the thermal filament and was bunched up approximately 3cm distally. The catheter body appeared to have been stretched creating gaps between the filament bands. The catheter appeared to have caught on the introducer, possibly due to a severe bend in the introducer. There is no indication of a manufacturing defect. It appeared that procedural factors may have contributed to this event. No actions will be taken at this time. A device history record review was completed and document that the device met specification upon distribution.